Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that post stenting procedure, the patient experienced dyspnea with any exertion. In (B)(6) 2010, the patient presented with increasing shortness of breath, dyspnea with activity, chest tightness and easy fatigability. The patient was diagnosed with stable angina and cardiac catheterization was performed which revealed the target lesion. The lesion was located at the 50% stenosed previously stented proximal left circumflex and at the 95% focal in-stent restenosed distal left circumflex which was 7 mm long with a reference vessel diameter of 3.00mm. The latter was treated with a12x3.00mm taxus liberté direct stent placement with 0% residual stenosis. In addition, the 50% stenosed proximal left circumflex was treated with balloon angioplasty with 0% residual stenosis. The patient was discharged on the same day on aspirin and prasugrel. In (B)(6) 2013, the patient presented with shortness of breath with any exertion, fatigue and dizziness when moved suddenly associated with heart burns since 2 months. Patient had dyspnea while in bed and reports decreased heart rate and blood pressure. Still on the same month, of note, myocardial perfusion imaging study was performed which revealed unremarkable EKG and clinical response to regadenoson and scintigraphic evidence of small inferolateral infarct with probably transmural mild peri-infarct ischemia; rest/ stress protocol was also performed on the same day for the stress examination. The same day that the patient presented with shortness of breath with any exertion, the patient was referred for cardiac catheterization due to abnormal nuclear perfusion test. At the time of the event, the patient was on aspirin and was not on study drug which was taken on (B)(6) 2013. The patient was referred for percutaneous coronary intervention the target lesion was located at the 85% in-stent restenosed distal left circumflex which appeared to be a stent fracture. The lesion was treated with a 3.0x15mm non-bsc stent with 0% residual stenosis. The event was considered resolved without residual effects.